Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm in diameter fusiform abdominal aortic aneurysm. The vessel morphology was reported as a 58 degree infra-renal angle; 26-29 mm in diameter proximal aorta; 40 mm proximal aorta length. 60mm in diameter distal neck; 23 mm in diameter right iliac artery; 17 mm in diameter left iliac artery; 10 mm in diameter bilateral femoral arteries; severely tortuous bilateral iliac arteries with 20 percent stenosis; no mural thrombus/calcification in the proximal neck. It was reported that 21 months ago, the patient underwent embolization of the left hypogastric artery, prior to, and on the same day, of endovascular device implantation. An endurant bifurcated stent graft, an endurant contralateral limb and an endurant extension were implanted. The proximal end of the graft was placed in such a way that the suprarenal stents were crossing both renals. The distal end of the right limb was placed proximal to the right internal iliac artery while the distal end of the left extension was placed distal to the internal iliac arteries. A reliant balloon and another manufacturer¿s balloon were used during the procedure. It was reported that twenty months post stent graft implant a CT revealed that there was a distal type ib endoleak. The right common iliac artery aneurysm had enlarged to 34 mm in diameter, which resulted in the type ib endoleak. The physician elected to implant an iliac extension limb and the distal type I endoleak was resolved. No clinical sequelae were reported, and the patient status is fine.

Manufacturer narrative:
Results: endoleak, anatomy related; disease progression. Conclusion: anatomy related; disease progression.